Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b3, b5, b6, d6a, g2, h6.

Event description:
Patient reported "rupture with silicone leakage", "affected lymph nodes" confirmed via mammogram and "capsular contracture (baker grade unknown)". Later patient reported "I had no idea about this recall" and "individual small cysts". Later healthcare professional reported "capsular contracture baker grade: iii", "pain", "swelling" and "rupture" confirmed via ultrasound. Later patient reported "silicone is still in my lymph nodes". Later patient reported "sticky silicone mass has leaked" this record is for the left side. The device was explanted and will be returned.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
The device was explanted and will be returned.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown and rupture.

Event description:
Patient reported ¨rupture with silicone leakage¨, ¨affected lymph nodes¨ confirmed via mammogram and ¨capsular contracture (baker grade unknown)¨. Later patient reported "I had no idea about this recall" and "individual small cysts". This record is for the left side. The device remains implanted.